Manufacturer narrative:
The device evaluation confirmed the customer¿s reported issue, switch# 2 does not function due to a damaged switch board. Additionally, the evaluation identified the adhesive at the distal end objective lens is peeling. The evaluation also noted the following defects: the adhesive on the bending section cover is chipped, and the down angulation is out of standard value due to a worn angulation wire. A device history review showed no issues that could have caused or contributed to the reported issue. A service history review of the device for the past year revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Based on the results of the investigation, a root cause cannot be identified. However, the potential cause of the peeling adhesive at the distal end objective lens could be from stress of repeated use, external factors or handling of the device. However, it cannot not be conclusively determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the endoeye high definition ii, autoclavable video telescope has a switch button malfunction, ¿switch 2 does not work¿. The device was returned for evaluation and during the evaluation, the following reportable malfunction was identified: the adhesive at the distal end objective lens is peeling. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. No death or injury and no impact to patient or other has been reported.